Event description:
It was reported that this right atrial lead was explanted due to it being adhered to the right ventricular lead that was being explanted for therapy upgrade. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.